Manufacturer narrative:
.

Event description:
A home pt (hp) stated he overfilled himself once, however, he does not recall the date this occurred. The hp was not hospitalized for this incident. The hp stated he performed a manual drain and then felt fine. Product surveillance attempted to ask overfill questions and the hp insisted he could not remember any of the details. There was not pt injury or medical intervention associated with the reported incident.